Event description:
A patient reported through the (B)(6) that the device battery had overheated. The patient reported smelling smoke and when the patient looked into the black pouch, the battery had melted part of the plastic battery pack. Evaluation summary: the device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. Device manufacture date: 10/2009. (B)(6).